Event description:
Healthcare professional reported side unspecified "expander is broken". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "expander is broken".

Manufacturer narrative:
Correction: d.4.

Event description:
Healthcare professional reported side unspecified "expander is broken". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported side unspecified "expander is broken". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events of deflation and broken device- made contact with patient was received on (B)(6) 2025, with lot number 3681866. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation and broken device- made contact with patient: observed an opening assessed as surgical damage. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported side unspecified "expander is broken". The device has been explanted and replaced.